Event description:
Reporter said she had medtronic synchromed ii pump implanted in april. Originally it was working the same way as the old one. She said on (B)(6) 2019 her husband found her unresponsive. She was taken to the ER and intubated for four days and stayed in the hosp for a week. She said she almost died. Prior to that incident, she was telling her husband that she was feeling sick, nauseated, and her muscle felt weak. She also said that the pump was giving her too much medication than needed. She said her husband found her unresponsive again on (B)(6) 2019. She said she was taken to the ER, intubated for 4 days and stayed in the hosp again for 1 week.